Manufacturer narrative:
Product not returned for eval. (B)(4). This report is being filed due to the identification of a new failure mode for this device. Based on an investigation, we determined this report should be filed based on the date of the complaint call.

Event description:
Consumer stated that his wife was getting 3.8 mmol/l when running a blood test. No adverse event reported.